Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the 1st june 2010 and performed to specification up to the 28th september 2014. The device failed a self-test due to a low battery on the 5th october 2014. An increase in voltage suggests a further pad-pak was installed, the device passed a self-test. The device records multiple manual power ups of 10 minutes duration were recorded in the device memory between the 27th november 2015 and the last log entry on the 13th april 2016. The pad-pak was removed during this time for a period of approximately 4 months. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.